Event description:
The subject device was used during an uncertain procedure. The surgeon found that the ptfe pad of the device was struck out and he could not seal. The surgeon replaced with another thunderbeat device, and continued the procedure. The patient bled but was not life-threatening.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that distal end of the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation results of the subject device, omsc concluded that the reported event occurred since the ptfe pad was worn away with activating output without grasping anything, the device didn't work to seal. This report is being submitted as a medical device report in an abundance of caution.